Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One 3i t3® non-platform switched tapered implant 4 x 11.5mm (bost411) was returned for investigation. Visual evaluation of the as returned product identified some signs of use and debris attached to the external threads but no apparent malfunction. The device could not be functionally tested for the reported failures (perforated sinus), however, measurements were taken using a caliper. Pre-existing patient condition noted on the per was none. The reported device was being placed on tooth # 15 (fdi) and was placed approximately for 1 day. Device history record (DHR) review was completed for the subject lot number 2019091796. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2019091796) using keyword 'perforated sinus' and no other complaint was found. August post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information and dimensional analysis, device malfunction did not occur. Additionally, the reported event could not be verified since it is a medical condition.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported sinus perforation. The procedure was finished using a new implant.